Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The hoop was also returned. The results of the investigation confirmed the pressurewire met functional specifications when analyzed for signal loss. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal loss was unable to be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3009564766-2020-00020. During the procedure, the guidewire was used to evaluate the blood flow storage and transportation ability. The device lost signal. A second device was used and the same issue occurred, which caused a clinically significant delay in the procedure. Another guidewire was used to complete the procedure with no adverse patient consequences.